Event description:
It was reported that the patient with this pacemaker experienced infection, pacing inhibition and noise. This device was explanted and successfully replaced. No additional adverse patient effects were reported.